Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During a follow-up, the device was found to be in bvvi mode. Reprogramming the device resolved the issue and the patient condition was stable.